Event description:
During generator replacement surgery for end of service, device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. A pre-implant test of the new generator was within normal limits, but when the new generator was connected to the original lead, the high impedance reading was obtained. Lead break is suspected. The physician did not replace the lead at that time because the patient was only under local anesthetic due to being 5 months pregnant. Further follow-up revealed that both the lead and generator were replaced in 2002. No apparent breaks were noted in the lead upon explant, but a major kink was noted in the lead coil. It is not known at this time whether the patient suffered any trauma or injury that may have contributed to the kinked condition of the lead.